Event description:
During a coronary stent procedure, the guiding wire became caught and was forcibly removed. The procedure was completed. The next day the pt returned for part 2 of a planned multi-vessel procedure. A portion of the guiding wire tip was noticed at that time. The tip remains in the pt. Pt status is listed as "ok".